Event description:
Additional review found the patient¿s trial prior to implant went ¿fine¿ but since surgery it had been ¿downhill¿ for her. Following implant it was reported the patient fell a ¿couple¿ of times. The patient fell ¿pretty hard on the pump¿ when she got out of her car on (B)(6) after she had been released from the hospital. It was noted that the pump was ¿still fine¿ following her fall. It was then reported the patient also fell a couple of times in her house the next day. Emergency medical services (ems) were called to her house and noted the patient¿s feet were ¿turned in, like, no type of support.¿ the patient¿s physician noted the patient was ¿not responding to the medication like they thought she would¿ and the patient was the ¿first to ever have this type of response to baclofen.¿ it was also noted the patient experienced leg weakness and the patient was still unable to use her legs at the time of this report. It was also reported the patient visited her doctor the week prior to this report because she was having pain in her back which she thought may have been due to her catheter. It was noted the patient did not want any baclofen because she was unable to walk and she was thinking about having the pump removed though she did not want to go through surgery again. It was also reported the patient was experiencing a return of spasticity but it was ¿not as bad as it was before.¿

Event description:
Patient reported that prior to having the pump she used a walker and was able to walk. After the pump was placed she has not been able to walk and was in a wheelchair. Patient stated that after the pump was placed she didn't have control over her bowels and couldn't control her feet; it took two weeks to control these. Patient reported she was able to drive up until (B)(6). The dosage was lowered every day until reaching the minimum dose to determine whether it would help; it did not. The patient was admitted to the hospital and then released (B)(6). On (B)(6), the patient was admitted to the emergency room as she was not able to stand up on her feet. Patient reported that one month ago they had removed the drug from the pump and placed saline solution for a month. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731sc, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).